Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by j&j field service specialist (fss). The fss found no issues with the operation of the equipment. The fss found the unit to be working properly. In addition, the fss tested 1 of the account¿s phacoemulsification handpieces. The fss found handpiece to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met j&j specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The corneal burn required sutures to close the wound. The cataract procedure was completed and patient outcome is expected well.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.